Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer was provided a replacement pump and original pump was expected to be returned for further evaluation, with no additional details available at the time of the report.